Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 22-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the actual device used in this incident, it was determined that the problem was with the database. A technical support specialist applied ka 000013351 and ka 000007127 and completed data synchronization to resolve the issue. The system functioned as intended after the technical support specialist repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es system had displayed a fatal error. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.